Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had no image. The issue was observed during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, where the reportable malfunction was confirmed and was attributed to an e315 scope communication error. However, based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.